Event description:
It was reported that, "doctor went to impact 52mm shell and shell would not seat. He attempted 3 more times, rereamed and the shell still would not seat. Doctor then impacted a system 12 shell trial which fit perfectly. Implant still would not seat. Fit as if a 50mm cup - all boxes and stickers were checked and everything was correct. Doctor put in a 54mm cup - 52mm wasted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.